Manufacturer narrative:
No motor error alarm noted during testing. Unit passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The motor was tested outside the device and passed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that the customer experience hyperglycemia and the insulin pump had motor error alarms during basal. The customer¿s blood glucose level was 500 mg/dl. The customer was assisted with troubleshooting. Customer states drive support cap appears normal. Customer states insulin pump did not exposed to high magnetic field. The customer stated that they were able to clear alarm and rewind insulin pump completely. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be and reservoir will not be returned for analysis.